Event description:
It was reported that during testing conducted at the manufacturer facility, that the tps micro driver was running when in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the evaluation, burnt socket pins were found, which can contribute to devices operating without user activation.